Event description:
It was reported by service report that scale was inaccurate. There was pt involvement; however, the customer reported that they did not know if there adverse consequences to report.

Manufacturer narrative:
Result: load cell.